Event description:
It was reported that since the last follow-up visit six months ago, the right ventricular lead had increasing impedance and capture threshold, and the lead impedance was now high. The lead is going to be monitored in three months and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).